Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak at the ipg and lead site and appears to be swollen. The patient underwent a revision procedure wherein the cerebrospinal fluid (csf) leak was released.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7073616.